Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that a heater base alarmed, so the nurse shut it off. When the unit was turned on again and tested, the inspiratory limb connector of the rt111 adult dual-heated breathing circuit that was being used in the set-up flashed. The circuit was tested by the hospital biomed, who also reported flashing. It was reported that the flashing was contained inside of the connector. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint breathing circuit is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow-up report upon completion of our investigation.